Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was not provided, and the meter bg reading was displayed as "high"; although specific value was not provided. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to being displayed as "low" (although specific value was not provided. Bg was addressed via consumption of carbohydrates as well as glucose. Reportedly, due to the over treatment of the low bg with carbohydrates, customer went the emergency room and was subsequently hospitalized in the intensive care unit with a bg of 1000 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin to resolve the issue. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.